Event description:
It was reported that the zimmer ats 2000 was giving an unstable pressure. Add'l clinical f/u on (B)(6) 2011 indicated that the unit was appearing to apply greater pressure than what pressure setting display indicates. There was no apparent harm or injury reported.

Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device has not been in for service since purchased in 2003. The inspection found that the device arrived in acceptable condition. Pre-repair testing was unable to verify or reproduce the reported event detail. The cause of the reported complaint is unk as there was no evidence to indicate any non-conformances that would have resulted in the reported event detail. The device was serviced and returned to the customer.